Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was showing an error 4 message. The complaint was classified based on customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The patient stated the meter issue began on (B)(6) 2017. The patient reported that she does not take any medication for her diabetes and denies making any changes to her usual diabetes management regimen. The patient reported that at an unknown time after the meter issue began she developed symptoms of ¿became unconscious¿. She reported that she was treated by the emergency medical services with ¿some food¿. At the time of troubleshooting, the csr noted that it was not the first time the product was being used. The csr noted the test strips had not passed their expiry date, and the patient described the correct testing steps. The patient was unable to confirm what the sub code was. The csr walked the patient through a retest and the alleged meter issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.